Event description:
The customer reported erroneous troponin I (access accutni) results, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The first sample produced an initial result of 0.2 ng/ml and was released out of the laboratory. The second sample produced an initial result of 19.48 ng/ml and was also released out of the laboratory. The customer discussed the results with the physician and stated that there was no patient injury or change in patient treatment associated with this event. The customer stated the patient was transferred to another hospital independent of the erroneous results. The patient¿s second sample was reanalyzed five more times and produced results of 0.79 ng/ml, 2.55 ng/ml, 0.72 ng/ml, 2.66 ng/ml, and 0.46 ng/ml, respectively. Quality control (qc) failed following the event with wash valve/pump motion errors (and high qc fliers). The heparin plasma sample was analyzed in a 5 ml becton dickinson (bd) vacutainer tube and centrifuged at 5,124 rpm (rotations per minute) for five minutes. A passing system check was completed on (B)(4) 2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) fse removed and cleaned the wash valve and observed excessive build-up on the valve caps. The fse cleaned and lubricated the wash valve and valve caps. The fse replaced the pump and valve home sensors due to dispense prime failure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the erroneous troponin I results is due to build-up on the valve caps. The cause of the build-up is unknown. Beckman coulter continues to track and trend any event related to this issue.